Manufacturer narrative:
At the submission of the case, a picture confirming the issue was provided. According to livanova enterprise resource planning, neither any service not any replacement was requested by the customer. A complaints database review has been performed and no further similar issues have been submitted since its installation in 2011. The reported malfunction can be caused by: (I) an evo harware issue (defective hva or hvb board); (ii) a faulty communication between the encoder board and the ribbon cable; (iii) an incorrect tubing size or material used by the customer. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Event description:
Livanova deutschland has received a report of an electronic venous occluder fault error during set up. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in united states. As per follow up, the displayed error code was 1538 that means rc_angle_error. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.